Manufacturer narrative:
Submit date: 09/10/2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports the palindrome catheter was inserted on (B)(6) 2015. The sutures were removed on (B)(6) 2015 then the patient was given a dialysis treatment. During the treatment the catheter migrated out of the tunnel track. Dialysis was stopped and the patient was ok. A new palindrome line was inserted on (B)(6) 2015 and the patient has subsequently had successful dialysis treatment with the new line.

Manufacturer narrative:
Submit date: 01/07/2016. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. The catheter came with its cuff in place and firmly adhered to the catheter shaft. The cuff showed clear signs of use. However, there were no issues found on the catheter or on the cuff of the catheter. The cuff shows the accurate felt filaments and glue residues. A possible root cause can be due to excessive force or jerking motion during use. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. Catheter tubing can tear when subjected to excessive force or rough edges. Do not use a sharp, jerking motion or undue force; this may tear the catheter. Free the cuff and surfaces from the tissue prior to removal. The device was in use for approximately one month; therefore, the device was more likely damaged during use. A corrective action is not required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% visual, dimensional inspection and 100% assembly final inspection respectively, which would identify cuff issues in the catheter assembly. This complaint will be used for tracking and trending purposes.